Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement test due to cracked and bleeding lcd glass.

Event description:
The customer reported via phone call that insulin pump was damaged near to battery compartment. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
.